Event description:
Boston scientific crm received information that during a normal follow up, it was noted that this right atrial (ra) lead presented with loss of capture at the highest outputs. In addition, there was also a decrease in the pacing impedance measurement and atrial sensing. A chest x-ray was performed and revealed that this lead had dislodged. No adverse patient effects were reported as patient does not require pacing in either chamber at this time. The associated device was reprogrammed to vvi 40 until a revision could be performed.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the lead was performed. Visual inspection of the lead noted the helix was fully extended and unable to retract, most likely due to body fluid infiltration. In addition it was noted that the lead tip was bent at a 12 degree angle and the insulation was stretched in this region. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to confirm the reported clinical observations that the lead had dislodged.

Manufacturer narrative:
At a later date, a revision was performed to reposition this ra lead. About 10 attempts were made, but the repositioning was unsuccessful. This ra lead was then explanted and not replaced. It is unknown if the ra lead will be returned for laboratory analysis. No additional information is available. If any additional information does become available, this report will be updated.

Event description:
The lead was returned.